Manufacturer narrative:
A ge rep evaluated the system and repaired the vertical lift power supply. System operates as intended.

Event description:
The customer reported the system cannot move the c-arm vertically. No pt injury was reported.